Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 145 ohms while attempting to deliver a shock, triggering fault code 1005 for open high voltage shock lead. The implantable cardioverter defibrillator (ICD) delivered three inappropriate anti-tachycardia pacing (atp) and seven inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, the patient underwent a revision procedure and the rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.